Manufacturer narrative:
It was noted that the shaft of the catheter was present with no balloon or stent. The shaft was necked down to a smaller diameter just prior to where the proximal balloon bond was. There was no sign of balloon material on the shaft. This suggests that excessive force may have been used in attempting to remove the catheter from the sheath. The reason for the difficult withdrawal may be caused by insufficiently deflating the balloon prior to removal of the catheter through the sheath, or possibly that the balloon got caught in a previously deployed stent.

Event description:
The physician had intended to use a part #85419 (9x59x120) to revise a previous tips procedure, but instead used a part # 85440 (5x16x80). He had used a 7 french introducer and an .035 wire to advance the stent to the site of the previous tips. Once there he inflated and deflated the balloon. He then attempted pulling the balloon back into the sheath. He said he noticed some difficulties pulling the balloon and subsequent inspection revealed the balloon was completely off the catheter. Angio showed the balloon with markers and stent in a previously placed viatorr tips stent. It appears the distal tip assembly was separated from the proximal shaft. The doctor stated that it did take quite a bit of force to pull the catheter back into the sheath. He decided not to retrieve the distal tip. He felt it would do no harm where it was.